Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal conductor distorted in the distal tip of the lead. It is likely that the conductor became distorted at some point during the attempted implant when the guidewire was attempted to be inserted/withdrawn from the lead. There was a large volume of blood ingress into the distal end of the lead. The guidewire likely became stuck in the drying blood and when it was removed the distal conductor became distorted. The lead was not returned with the guidewire in the lead. The guidewire insertion test could not be performed due to the condition of the returned lead. (B)(4).

Event description:
It was reported that during an attempted implant, the guidewire became stuck at the left ventricular (lv) lead tip. The lv lead was removed and replaced. No patient complications have been reported as a result of this event. The physician intended to use an attain lead in the procedure. It is reported that the guide wire was stuck at the lead tip. No patient injury reported. Unable to obtain patient details. Device will be returned.